Manufacturer narrative:
Device identifier # (B)(4) the device was not returned for evaluation. The device history record (DHR) was reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint is unconfirmed. Root cause analysis cannot be completed at the moment. No material has returned for evaluation. Root cause is unknown. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019 the a1114 mayfield infinity skull clamp slipped and caused laceration. Additional information received on (B)(6) 2019 and (B)(6) 2020 indicated that the patient was initially positioned prone for a suboccipital craniotomy for tumor resection on a regular bed with lami rolls facing down. The surgery has not started. The staff were in the process in positioning the patient when the patient slipped out of the pins. The skull clamp was secured to the patient's head and locked in place. The patient's body was then flipped onto the bed facing down. The nurse secured the patient's torso and lower extremities to the bed, but the skull clamp in which the patient¿s head was secured in was the last part in the process of securing to the bed piece. While attempting to screw the piece on the bed to the skull clamp holding the patient's head, one of the right pin sites on the skull clamp slipped out of the head while still in the staff's hands. Skull clamp and pin was immediately removed from the patient. There was about 1 to 2-inch laceration noted on patient's right side of the head. Pressure was applied with gauze and the site was secured with staples to stop the bleeding. There was a 30 minutes delay in surgery noted, patient was re-pinned, and a new skull clamp was used without any issues. Unsure of the patient¿s outcome, but the bleeding was stop with the staples. It is unknown if the staples remain in place or how well the site is healing.